Manufacturer narrative:
The patient referenced in this event file is enrolled in a retrospective and prospective observational cohort registry designed to obtain early data on the use of the gore® excluder® aaa endoprosthesis with c3 delivery system through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-12 module. The above information was obtained from the csd. The same patient showed a type iii endoleak. This event is being reported on an gore event (B)(4).

Event description:
It was reported that on (B)(6) 2011, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprosthesis. On (B)(6) 2021, graft infection related to an abscess in the right groin was identified. On (B)(6) 2021, the patient was hospitalized, treated with antibiotics, puncture and drainage of the abscess. The patient tolerated the procedure.

Manufacturer narrative:
G1: corrected manufacturing plant.